Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective drive train motor and motor control board, likely due to a defective component. Visual inspection was performed and unrelated to the reported complaint found a cracked front enclosure, likely as a result of damage sustained due to mishandling such as a drop. The cracked front enclosure needs to be replaced to address the issue. The initial functional testing of the platform could not be performed due to fault code 16 displayed upon powering on. Thus, confirming the reported complaint. A review of the platform archive data was performed and it showed fault code 16 occurred around the reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive showed the presence of the fault code 8 (motor controller malfunction) as a result of the defective motor control board. To remedy the faults, the drive train motor and motor control board need to be replaced. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was deployed to resuscitate a patient in cardiac arrest. The crew reported that the autopulse platform would not retract the lifeband to start the compressions and displayed fault code 16 (timeout moving to take-up position) error message. The customer provided no further information. The patient's status information was requested but the customer did not provide a response.